Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited non sustained right ventricular oversensing which was potential post paced t wave oversensing and far p wave oversensing on the stored electrocardiogram. Lead replacement was discussed. The patient was stable.